Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had expose to moisture. The customer¿s blood glucose level was 16.7mmol/l the time of the incident. Customer stated home screen did not appear on the display. Troubleshooting was performed. The insulin pump will be returned for analysis.